Event description:
Valve became stuck inside the sheath. A new delivery system and sheath was needed to continue the procedure. Manufacturer response for edwards sapien & sheath, (brand not provided) (per site reporter). The product was returned to manufacturer.